Event description:
It was reported that the patient had a csf leak following the implant of her lead. As a result, the patient was treated with caffeine and lying flat. The csf leak has now resolved.

Manufacturer narrative:
A patient experienced a cerebrospinal fluid leak during a trial procedure was reported to abbott. It was determined the patient had a csf leak following the implant of their lead. As a result, the patient was treated with caffeine and lying flat. The csf leak has now resolved. The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.